Event description:
It was reported that the patient had his inflatable penile prosthesis removed as the patient could not inflate the device due to fluid loss from an unknown origin. A new inflatable penile prosthesis with 21cmx12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.